Event description:
It was reported that open circuits were observed after impedance test at a normal follow up programming visit on 2024-06-27. The patient (pt) said a few weeks back, they leaned over to get something out of the kitchen cabinet and upon bringing their head up, they hit the right side of their head on the drawer. Within a day or two of this, they had their head down again reaching for their grandchild and upon rising, hit the right side of her head on her daughter's elbow. The patient is stating that this was towards the "end of may" which was before the right vim lead was activated, but this timeline does not make sense since this right vim lead was activated on (B)(6) 2024. The right vim integrity at this time was all intact. Healthcare provider (hcp) palpated over different areas of the dbs system and when he applied gentle pressure on the right vim lead on the top of the right side of the head, the impedances went from >10k in yellow (investigate) to all red (avoid). A few remained intact for programming. The only remedy to resolve the is sue is to replace the lead, but the patient and physician are not interested in doing that at this time. No symptoms were reported.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: sensight; product ID: b3301542 (serial: (B)(6)); product type: 0200-lead; implant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID b3301542 serial# (B)(6). Implanted: (B)(6) 2024: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) that they were informed by the neurosurgeon that the lead was removed in 04-dec-2024. The reason unknown by rep.